Event description:
It was reported that the user delivered three meal announcements as correction doses on the ilet system in response to very high blood glucose, with the highest fingerstick reading displaying ¿high,¿ and coaching was provided regarding risks of using meal announcements for correction. Symptoms included hyperglycemia with the highest blood glucose value being unknown. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem involving improper or incorrect procedure, and relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.